Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-13038. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with an unknown pigtail catheter was inserted into the patient with an anterior approach on a ridge between an anterior and posterior lobe. Upon insertion of the a 21mm watchman ® laa closure device & delivery system (wds), the tip of the was fell into the posterior lobe. No effusion was noted at that time. The closure device was removed and they re-introduced the pigtail catheter to reposition the was. At this time, the pigtail catheter was deep seated in the anterior lobe not the was. Upon injection with contrast through the pigtail an effusion was noted. A pericardial tap was performed and 100ml of blood was removed. The drain stayed inside the patient until the following day. The patient¿s vital signs remained stable through the entire procedure.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that this is the same case as MDR ID 2134265-2018-00482. The pigtail catheter used in the procedure was an impulse catheter.